Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open eventration cure, when stapling the mesh, the staples did not hold onto the mesh and remained stuck in the cartridge. The charger has been changed and the same problem was encountered with the stapler. A new device with the same lot number was used to complete the procedure. There was no patient injury.